Manufacturer narrative:
Product analysis summary: a hole perforation causing a fluid leak was reported. The balloon component was visually inspected, microscopically examined, and tested for leaks. A tear with avulsion was identified in the balloon kink resistant tubing. The tubing was worn down to the filament. The damage is consistent with wear and material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the hole-perforation causing the fluid leak. This damage would affect the functionality of the device and would therefore be the most probable cause for the malfunction. DHR review / similar complaint review: the lot information was not provided for the returned components so a DHR review could not be performed. Based on the product analysis, this event is also not believed to be a manufacturing issue, so no DHR review is necessary. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement procedure due to the device had fluid loss. A broken tubing was identified at the pressure regulating balloon. No patient complications were reported in relation to this event.